Event description:
It was reported the PICC wire was completely broken off. The line was removed to attempt placement on the opposite side. It was a difficult thread but line was not forced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a stylet break is confirmed but the exact cause remains unknown. One photo sample of a 3cg stylet was provided for evaluation. A complete fracture of the stylet is visible near the distal end located within the polyimide tubing section. A center section of the stylet was observed to have a kink. Blood residue is present in the t-lock connector assembly. A product label sticker shown which indicate product information lot: reey3071. Based on the photo sample provided, possible contributing factors include damage during handling and advancement or retraction of the stylet against resistance. Since the stylet was observed to have a complete fracture, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reey3071 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC wire was completely broken off. The line was removed to attempt placement on the opposite side. It was a difficult thread but line was not forced. No other information was provided.